Event description:
1. Describe the event: the initial reporter questioned the results for 1 patient tested with elecsys t3 on a cobas e 801 analytical unit. 2. Patient age range: asku. 3. Patient weight range: asku. 4. Patient sex breakdown: asku. 5. Patient race breakdown: asku. 6. Patient ethnicity breakdown: asku.

Manufacturer narrative:
1. Summary of investigation results: the investigation could not identify a product issue. No interfering factor present in the sample could be confirmed. Sample volume was not sufficient for further investigations. 2. Summary of follow up/corrective actions taken: a sample from the patient was provided for investigation. 3. Device returned to manufacturer? No 4. Device labeled "for single use?" No 5. Device reprocessed and reused? No